Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, the device fired malformed staples. A new device was used to complete the procedure. No pt consequence.